Manufacturer narrative:
Complaint confirmed, an approximately 1 in long fragment of the drill fluted tip broke off from the device. Circumferential scuff marks were observed around the od of the flute near the breakage. The cause is undetermined, however likely causes include prying/levering the device during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a (B)(6) 2020 reverse total shoulder arthroscopy case, the ar-9628 drill bit (lot 022030) broke while drilling in the glenoid. The drill was used with the non-locking drill sleeve into a 24 +4 lateral baseplate with a 25mm central screw. The bone quality was good-hard but not very hard. The drill bit broke off and remained in the bone. About 30mm of the drill bit was left behind in the glenoid. This was not bicortical and still contained within the glenoid/scapula. The drill fragment was left in and was recessed below the bone cortex/glenoid surface. They were unable to retrieve the broken part of the drill bit as it would have required the surgeon to remove the baseplate to do so. The surgeon didn't want to compromise the good baseplate fixation that was achieved. Surgeon elected to leave the drill bit in the patient. No harm was caused (deemed by the surgeon). Another drill was used to complete the implantation of the remaining screws.